Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation, but a zoll field technician was able to evaluate the device at the customers site. During the investigation it was noted that the report of the device not powering up was verified. The user's battery was found to be faulty. Device passed all functional testing with a known good battery. A replacement battery was issued to the user. No emerging trend based on similar reports